Event description:
Intermittent tf 8914.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue if it were to recur during the use with a patient as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective cuff pressure controller board. In consequence (correction) the cuff pressure controller board was replaced. There was no patient or user harm.